Event description:
The customer reported the system displayed blur and white images in some cases. The system operates as intended.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep corrected the ccd iris focus, checked the dose, and daps (dose rate). The system operates as intended.